Event description:
It was reported that there was a device lock-up. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that device operation would lock up. Physio replaced the system/memory pcbs assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcbs assembly, and determined that the root cause for the failure was intermittent electrical contact at connector jack, designator j3, of the system pcb assembly.